Manufacturer narrative:
The reported complaint of the autopulse platform (B)(6) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Upon visual inspection, observed a cracked front enclosure and a bent battery lock, which is unrelated to the reported complaint. The observed physical damages are likely attributed to mishandling such as a drop. The front enclosure and battery lock need to be replaced to address the physical damage. The archive data review indicated fault 41, thus confirming the reported complaint. In addition, a review of the archive showed a user advisory (ua) 11 (max patient temperature exceeded) error message, as a result of the intermittent functioning temperature sensor. Further review of the archive, unrelated to the reported complaint, showed (ua) 17 (max motor on time exceeded during active operation) error message. The error message was cleared by the user and was not reproduced during functional testing. A brake gap inspection verified the brake gap was within the specification. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with (B)(6).

Event description:
As reported, the autopulse platform (B)(6) displays a fault 41 (patient temperature sensor failure) message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.